Event description:
A 12f torqvue delivery sheath (tv45x45) and guidewire were selected for use and a 22 mm amplatzer amulet (acp2) was implanted. At an unknown point in the procedure, the patient took a deep breath which led to air embolism and the patient died. Additional information was requested; however, the physician did not relate the event to the device.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
(B)(4).